Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had insulin flow block alarm. The customer¿s blood glucose level was 509 mg/dl at the time of the incident. Customer had already replaced the infusion set multiple times but she was having high blood glucose level and was not getting down. The device will not be returned for analysis.